Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of pacing catheter low/no signal is confirmed. The proximal wire was found broken beneath the electrode casing. The root cause of the broken electrode wire is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the cause.

Event description:
It was reported by the cardiologist after placement of the bipolar pacing lead, no tracing was received on the device. As a result, another kit was opened and used successfully.additional information received from the rn. Pt came in for an angiogram (right femoral artery access site) and received main stem stent where after the doctor placed temp pacing lead (thru same femoral access site) to assist patient with pacing. There was a maybe 3 minute delay (between trying to get faulty lead to work to placing a new one which did work), there was no event from that delay to his knowledge.patient in stable condition and was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the cardiologist after placement of the bipolar pacing lead, no tracing was received on the device. As a result, another kit was opened and used successfully. Additional information received from the rn. Pt came in for an angiogram (right femoral artery access site) and received main stem stent where after the doctor placed temp pacing lead (thru same femoral access site) to assist patient with pacing. There was a maybe 3 minute delay (between trying to get faulty lead to work to placing a new one which did work), there was no event from that delay to his knowledge. Patient in stable condition and was discharged.